Manufacturer narrative:
Manufacturer's report date: april 13, 2011. (B)(4). Events logs have been received. Attempts are being made to obtain intended programming and hill-rom service information for complete analysis. A follow up report will be submitted once the investigation is complete.

Event description:
On (B)(4) 2011, biomed reported a "reaction to drug argatroban" and that a report was sent to medsun. Biomed reported lab values were drawn but unable to receive more detail related to the values. Biomed was unable to identify which device was programmed to administer the drug argatroban. Devices sequestered and sent to hill-rom for evaluation and inspection. Customer medwatch received on (B)(6) 2011 states, "user believes lab work was repeated and levels were found to be not therapeutic, therefore, the medication was increased. The repeat lab work after the drug increase was also not therapeutic and the medication was increased again. According to the physician, they continue to increase the medication until the lab value was therapeutic. Lab work can be included in investigation in case there were any problems with specimen collection or lab equipment running the results. Contact made with risk manager on (B)(6) 2011. The risk manager was unsure about whether the pump contributed to the event. Customer is requesting to know, did the nurse use guardrails and was the pump programmed correctly. Risk manager confirmed no pt harm. Pt was fine and no medical intervention was reported. Event logs and data set sent for evaluation.